Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was in the hospital for an unidentified cause. There was no device malfunction reported at the time of the telephone call to tandem technical support. Although requested, additional information regarding the hospitalization was not provided.